Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for power error detected. Customer¿s blood glucose was 5.3mmol/l at time of incident. Customer advised to change battery cap and monitor the pump as customer states that battery cap was damaged. Insulin pump will not be return for analysis.